Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute integrity coronary drug eluting stent was damaged at the tip during use. The lesion was severely calcified, moderately tortuous with 75-90% stenosis of the distal circumflex artery disease, timi flow grade iii. The device was used in the patient. Procedure was immediately discontinued and replaced with a new product. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was stated that the stent tip was damaged due to the circumflex artery disease. - annex d code added correction: the use of the resolute integrity was immediately discontinued and the device was replaced with a new product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.